Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion through the graft of left interior mammary artery to left anterior descending (lima to lad) artery with severe tortuosity, calcification and stenosis. The 2.25x38mm xience skypoint stent delivery system (sds) was attempted three times to advance to the target lesion; however, failed to cross and after the third attempt, the stent dislodged from the balloon near the sheath. The stent was retrieved using a gooseneck snare. The procedure was completing without stenting. There was no adverse patient sequela and no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.